Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the left atrial appendage was perforated. Prior to removing the balloon catheter from the left atrium, it was noted that the patient's blood pressure was low. Pericardial effusion was identified on the echocardiogram. Pericardiocentesis was performed and the patient was transported to the operation room for surgery to repair the left atrial appendage. The surgery was successful. The case was completed with cryo. No further patient complications have been reported as a result of this event.